Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found no visible damage to the balloon or cannula. The balloon was inflated and leak tested, with no leakage detected. A review of the manufacturing records indicates that this lot passed all manufacturing and quality inspections. The root cause could not be determined as engineering was unable to replicate the incident. During the manufacturing process, all kii advanced fixation trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. This document represents our final report.

Event description:
"Balloon would not deflate during an operation and then physician extra cut open skin and took the event unit out."patient status: the patient was not injured.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.